Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a severely tortuous distal right coronary artery. The physician advanced the 2.5x12mm taxus liberte' drug eluting stent to the lesion, but after multiple attempts could not cross the lesion. The stent delivery system was removed from the patient and the stent was not on the device. The stent was found "floating" in the lesion and was deployed there. No further patient injuries or complications occurred. Patient status is satisfactory. Additional information has been requested but is not available.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a severely tortuous distal right coronary artery. The physician advanced the 2.5x12mm taxus liberte' drug eluting stent to the lesion, but after multiple attempts could not cross the lesion. The stent delivery system was removed from the patient and the stent was not on the device. The stent was found "floating" in the lesion and was deployed there. No further patient injuries or complications occurred. Patient status is satisfactory. It was further reported that the dislodged stent was not deployed as previously reported. Two guidewires were advanced through the dislodged stent and into the lesion. The lesion was dilated with a 1.25x15mm and a 2.0x15mm non bsc balloons. A 3.0x18mm non bsc stent was implanted in the lesion and then post-dilated with a 3.0x8mm non bsc balloon. Ivus was performed and it was confirmed that the dislodged stent was crushed with the 3.0x18mm non bsc stent. A 3.0x10mm non bsc stent was then deployed to fully cover the lesion. An additional lesion in the distal right coronary artery was also treated by stenting with a non bsc stent.

Manufacturer narrative:
A visual and microscopic examination found that the stent delivery system (sds) was returned without the stent attached. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination identified no damage to the shaft of the device. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).